Manufacturer narrative:
Citation: kalidoss l, et al. Percutaneous intervention for stuck mechanical valve leaflets at mitral position. Structural heart, 5:4, 427-432, doi: 10.1080/24748706.2021.1927273. Published online: 14 jun 2021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the safety and feasibility of percutaneous, transseptal, transcatheter release of stuck mechanical valve leaflets in the mitral position with cerebral embolic protection. All data was collected from a single center. Of the five patients included in the study population, two (one male, one female; mean age 42.5 years; mean weight 61 kg) were implanted with a medtronic ats mechanical mitral valve. No unique device identifier numbers were provided. At approximately two years post-implant, the two ats valve patients underwent percutaneous intervention for stuck mitral valve leaflets via balloon dilation through the valve central orifice, which resolved the issue in both cases. Between the two ats valve patients, the following adverse events occurred prior to percutaneous intervention: leaflet clot, cardiogenic shock, thrombolysis treatment, hemiplegia (facial and upper limb impairment remained after intervention), stroke (cerebral artery embolism) requiring percutaneous cerebral intervention, elevated mitral valve gradient, elevated pulmonary artery systolic pressure, low left ventricular ejection fraction, and atrial fibrillation. Following percutaneous intervention, debris retrieved from carotid filters included fresh soft red thrombus and hard fibrotic material. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated information: section b5: additional information received from the physician/author stated the reason for the stuck valve in both ats cases was believed to be subtherapeutic ttr (time in therapeutic range). The physician/author also provided the unique device identifier serial numbers for the two ats valves. Please see below for the respective event descriptions for the two ats cases. Subject 1 (page 429, table 1): 43-year-old female patient (weight 50 kg) who presented with thrombolysis, cardiogenic shock, leaflet clot, and elevated mitral valve and pulmonary artery systolic pressure gradients at approximately two years post-implant of a 28 mm ats valve (see device information in section d). As previously reported, the patient underwent percutaneous intervention for stuck mitral valve leaflet via balloon dilation through the valve central orifice, resolving the issue. Following intervention, no debris was found in the embolic protection filters. Subject 5 (page 429, table 1): 42-year-old male patient (weight 72 kg) who presented with stroke (cerebral artery embolism) requiring percutaneous cerebral intervention, elevated mitral valve and pulmonary artery systolic pressure gradients, low left ventricular ejection fraction, and atrial fibrillation at approximately two years post-implant of a 31 mm ats valve (see device information below in section h10). As previously reported, the patient underwent percutaneous intervention for stuck mitral valve leaflet via balloon dilation through the valve central orifice, resolving the issue. Following intervention, debris retrieved from carotid filters included fresh soft red thrombus and hard fibrotic material and hemiplegia (facial and upper limb impairment) from the stroke remained. Section d: d1 and d4 data pertains to the 28 mm ats valve implanted in subject 1. D10: the data for the 31 mm ats valve implanted in subject 5 is as follows: model 500dm31, serial # (B)(6), use before date 2023-01-08, and unique identifier (UDI) # (B)(4). A search of the medtronic global complaint handling database with the provided serial numbers did not find any pre-existing complaint files for these observations. H4. Date pertains to the 28 mm ats valve implanted in subject 1. The device mfg date for the 31 mm ats valve implanted in subject 5 is 2018-01-08. Updated information unrelated to the additional information provided by the physician/author: g. MFR contact first name, last name, email, phone number medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.